Event description:
Told the attendant I was allergic to nickel before undergoing an MRI. The next morning my neck was profusely enlarged on the left side. Four days later I had what felt like a hammer hit the back of my head while driving. The emergency room in (B)(6) sent me by ambulance to (B)(6) hospital in (B)(6). There I was diagnosed with lymphoma large b cell. I have had 3 treatments for it. My eye doctor ordered the MRI because of blurred vision. (B)(6) 2019 (B)(6) hospital, (B)(6). Had an MRI done and told them when asked "was I allergic to anything". Nickel. The next morning my neck on the left side was swollen as if I had swallowed a hot bun and become logged in my throat. Wed. (B)(6) - I felt a blow to the back of my head and a terrible headache while driving - went to emergency center sent to emergency rm at hospital - taken to (B)(6) medical ctr by ambulance that night. Diagnosed with lymphoma the next day - under went chemo (3 treatments). Relevant tests/laboratory data: MRI, date: (B)(6) 2019.